Event description:
It was reported that there were high impedances of greater than 10,000 on electrode 0 and 8; reprogramming was performed. There were no patient symptoms or complications associated with this event. Additional information received stated that the cause of the high impedances was not determined and that programming had allowed for good coverage without the use of those electrodes. No interventions, troubleshooting, or x-rays were performed. The patient appeared to be doing well without complaints and received good coverage.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).